Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.3¿a. The criteria is <55¿a. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (strip lot number:d150522-1). The control solution tests for level low are 55/53 mg/dl, for level high are 271/270 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patient (strip lot number:d6150522-1). The control solution tests for level low were 56/56 mg/dl; for level high were 273/280 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass

Event description:
(B)(4) received a call on 06/10/2016 reporting a medical attention that occurred on (B)(6) 2016 between 9:30-10:00pm. Patient's daughter stated that patient was laid back in a chair and when she and patient's grand daughter attempted to put patient in the bed they noticed that the patient's speech was slurred and could not move her legs or arms. The reading on the prodigy meter at the time of the event was 116mg/dl. 2 additional tests were performed with results of 116mg/dl and 120mg/dl with the prodigy meter. Patient's normal blood glucose reading around the time of day of the event is 160mg/dl.patient had taken 16 units of lantus solorstar ing san prior to the event and had eaten a piece of sweet potato pie and a glass of water. Paramedics were called 10 minutes after testing with the prodigy meter and arrived 15 minutes later. Upon arrival paramedics tested patient's blood glucose with a result of 36mg/dl. Approximately 30 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was transported to ER. Treatment was administered but the daughter did not recall what type. Patient's blood glucose upon arrival at ER was 66mg/dl. Patient was given a sandwich, juice and crackers while in ER. Patient's blood glucose level upon discharge was 161mg/dl. Patient's total stay in ER was 2 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.